Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid concentration not reported at 40mg/day via an implantable pump. On (B)(6) 2020 it was reported that this year for the past 2-3 refills there has been difficulty locating the refill port during refills. The patient reports its excruciating and she is in tears trying not to scream it hurts so badly. Per the reporter, the healthcare provider wondered if the pump moved or flipped but it was reviewed that since the healthcare provider was able to refill the pump without flipping it over that flipping may not be the case. The reporter thinks that when she was first implanted, the healthcare provider had a device with a light used to perform the refill and it was perfect, now the patient believes the healthcare provider is using a metal template. The patient¿s next refill was tuesday and the reporter was inquiring about obtaining a template or smaller pump. Additional information received on 16-jul-2020 from the healthcare provider who reported that the cause for the difficulty refilling the pump was determined. The pump was quite mobile in the pocket. The actions and interventions taken to resolve the difficulty refilling the patient¿s pump was manually stabilizing the pump helped. No further complications were reported or anticipated regarding the event.